Event description:
It was reported that the bd needle precisionglide 18x1-1/2in label content was incorrect. The following information was provided by the initial reporter: it was reported that I hereby inform you of the receipt of an internal technical complaint regarding the packaging of (B)(6) units of 40x12 needles. The product is a 40x12 needle, but the packaging shows a barcode and other information referring to size 80x30, as shown in the attached photo. Box batch: 5212927. Additional information received on 27 oct 2025. When was the problem/defect identified: before, during, or after use? Before. Was the incident reported to anvisa? If so, what is the notification number? (B)(4). Could you confirm the date on which the problem/defect occurred or was identified? (B)(6) 2025. Is the sample related to this incident available for analysis? Yes.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Summary of assessment and actions taken: a comprehensive review of the batch history (DHR) was conducted, including maintenance records and quality notifications. No deviations related to the incident were identified. Analysis of samples and evidence: sample and images of the reported incident were received and analyzed for initial assessment. Bd confirms the incident. Evaluation of paper retention samples (inspections every 2 hours): inspected boxes: 01, 92, 179, 274, 378, 482, 593, 701, 810, 919, 1032, 1144, 1255, 1372, 1472, 1588, 1675, 1782, 1898, 2004, and 2120. Evaluation of finished lot reference samples (finished goods retention): inspected boxes: 10, 726, 1085, 1443, 1801, 1259. Root cause: defect 1: mixed paper batch. Defect 2: barcode reading sensor failure. Containment actions. Barcode sensor verification: the sensor reads the code; however, the system does not identify that the barcode is incorrect. Action completed. Scope of seebs: it was found that seebs 03, 07, 08, 11, 12, and 15 exhibit the same behavior. Investigation status the complete investigation is documented and attached in the file investigation overview.

Event description:
No additional information provided.

Event description:
Field action notification: mds-26-06011.

Manufacturer narrative:
(B)(4) follow up report for correction. Field action notification: mds-26-06011.